Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regards to regards to a 4.5" smallbore bifuse ext set w/2 microclave® clear, 2 clamps, luer lock, that experienced disconnection. It was reported that the 4.5" smallbore bifuse ext set w/2 microclave® clear, 2 clamps, luer lock had a seperation issue. It was stated that when checking PICC lines before administering a medication, and one of the claves connected to the bifuse popped off. There was unknown patient involvement and no human harm.

Manufacturer narrative:
One used list #mc33371, was returned for evaluation. As received the device was observed to be separated from the rest of the set, the returned tubing was analyzed under uv light and there appears to be sufficient solvent applied. The returned tubing was measured and to be within specification. Complaint of disconnection can be confirmed, the probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint